Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was partially deployed. The suture with posterior needle tip was mostly in the device. The posterior cuff had been captured and was attached to the needle tip. The anterior needle tip had detached from the needle tip as evidenced by the damaged tabs. The guide and suture bearing were examined and no damage or abnormalities were detected that could contribute to cuff detachment. Although a cuff detachment can have the same result as a needle to cuff miss the reported experience can not be confirmed. The position of the captured posterior cuff and the damaged anterior cuff indicate that excessive resistance was encountered during plunger removal causing anterior cuff to detach. Based on the reported information there was no bleeding from the marker lumen, the device was flushed during testing and did not mark due to coagulated blood in the marker lumen. The dried blood was cleared and the device marked. There were no other obstructions, damage or abnormal observations detected with the device that would contribute to the reported experience. The instructions for use (IFU) under device placement (4) states to continue to advance the device just until a continuous drip of blood is evident from the marker lumen. Position the device at a 45-degree angle. Deploy the foot by lifting the lever (marked # 1) on top of the handle. Do not deploy the foot unless a continuous drip of blood is evident from the marker lumen. Based on the test results and the examination, the reported failure to mark can not be confirmed. Some of the causes for failure include but are not limited to; the track is not properly prepared, marker port possibly against sidewall of vessel, tissue might be obstructing port, puncture may not be in common femoral artery (puncture too high of low). To prevent this from occurring; consider additional tract preparation, withdraw device until marker port is above skin and re-flush device, gently rotate device if sidewall puncture is suspected, keep rotation barrel until pulsatile flow; future case note depth of puncture needle as arterial access is achieved. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other previous incidents reported for needle to cuff miss or blockage within device or device component-marker lumen for this lot. Based on the investigation and the inspection criteria cuff miss experience appears to be related to the operational context during use of the product. There does not appear to be any indications of a product quality problem. No manufacturing or quality inspection issue was detected. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional, relevant information.

Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, patiency was not achieved at the marker lumen. After deploying the plunger, when it was retracted, the rail suture was not present. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.